Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Unit had cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm and was not able to clear. Customer's blood glucose was 200 mg/dl. Insulin pump would need to be replaced.